Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delayed therapy due to post c rate felled intermittently just below 200 bpm during a real ventricular tachycardia (vt) episode. Additionally, prior to shock the system exhibited oversensing that aided in the needed shock. The shock converted the rhythm. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delayed therapy due to post c rate felled intermittently just below 200 bpm during a real ventricular tachycardia (vt) episode. Additionally, prior to shock the system exhibited oversensing that aided in the needed shock. The shock converted the rhythm. This s-ICD remains in service. No adverse patient effects were reported.